Manufacturer narrative:
The device history record for the lot number, m5152t504, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The sample was received with the catheter tubing detached and the protective sleeve cut. The detached components were viewed under ultra violet light. There is inconsistent fluorescence on the exterior of the bushing. There is some visible fluorescence inside the cone adapter. The out diameter of the busing measures 0.181" the inner diameter of the cone adapter measures 0.187" halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Upon completion of the investigation a follow-up will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by the nurse that an incident occurred on (B)(6) 2015. "Suction ballard adaptor had a leak and during inspection broke off with the proximal end still in the endotracheal tube. It had to be manually held together in order for the patient to receive ventilation while waiting for another piece to be brought from the respiratory therapist." The catheter was last changed on (B)(6) 2015. The patient did have a short period of bradycardia and desaturation but recovered. No additional information was provided.